Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/2.75 mm balloon ruptured at ten atms on the second inflation. The first inflation was to 13 atms. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in a tortuous distal left circumflex coronary artery. The maverick2 monorail balloon was removed and replaced with a crosssail balloon. A cypher stent was placed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.